Event description:
The customer reported being in the emergency room with high blood glucose over 600mg/dl. The customer had a very bad headache, was thirsty, and dehydrated; the caller was treated with manual injections. The customer mentioned that insulin leaked in the reservoir compartment. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing. No traces of moisture were noted at the electronic, motor assembly or reservoir tube during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.please see medwatch report # 3004209178-2014-81394.